Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked at the blue winged cap. The device was filled with dextrose 5%. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 22, 2019 - march 25, 2019. H10: two (2) actual samples were received for evaluation. Visual inspection was performed and found no evidence of leak on or in any parts of the devices. Functional testing was performed by filling the devices with green colored water. After fill, the blue winged luer cap was hand tightened. The samples were monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.